Event description:
The following was reported to hamilton medical ag: the inspection staff was checking the operation of c1. However, no matter how many times they tried, the tightness test failed. A tightness test in the test software showed "after obstr. Valve close pressure too low: 42.3 mbar". No patient harm or consequences as it occurred during a test.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: the inspection staff was checking the operation of c1. However, no matter how many times they tried, the tightness test failed. A tightness test in the test software showed "after obstr. Valve close pressure too low: 42.3 mbar". No patient harm or consequences as it occurred during a test.

Manufacturer narrative:
A detailed investigation was performed by an expert from the technical service: no further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will not report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was prepared for treatment. The root-cause is malfunction of the blower module. There was no patient or user harm. Hamilton medical ag case number is: cer (B)(4).